Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), 9 years 4 months after insertion of essure. On an unknown date, the patient experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5092218) on 27-jan-2020. The most recent information was received on 08-dec-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, pelvic pain and abdominal pain on (B)(6) 2020, right lower quadrant pain and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3426 days after essure insertion, she experienced embedded device (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") and pelvic pain ("pelvic pain"). The patient was treated with ibuprofen and ibuprofen as well as surgery (hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcomes for embedded device and device expulsion were unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Computerised tomogram] on (B)(6) 2020: showed her essure was in the wrong location & showed a ovary cyst also having migraine headaches [ultrasound scan] on (B)(6) 2022: possible rov enlargement with possible cyst concern on the CT scan for ovarian torsion she is considering l/s rso vs l/s bso. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5092218) on 27-jan-2020. The most recent information was received on 31-oct-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, pelvic pain and abdominal pain on (B)(6) 2020, right lower quadrant pain and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3426 days after essure insertion, she experienced embedded device (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") and pelvic pain ("pelvic pain"). The patient was treated with ibuprofen and ibuprofen as well as surgery (hysterectomy,bilateral salpingectomy,cystoscopy). At the time of the report, the outcomes for embedded device and device expulsion were unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Computerised tomogram] on (B)(6) 2020: showed her essure was in the wrong location & showed a ovary cyst also having migraine headaches. [Ultrasound scan] on (B)(6) 2022: possible rov enlargement with possible cyst concern on the CT scan for ovarian torsion. She is considering l/s rso vs l/s bso. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the following amendment was made: upon internal review tick for return to sender for FDA and potential legal case for consumer were added. The event device dislocation was deleted due to already reported embedment and expulsion. The event pelvic pain and treatment drug were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5092218) on 27-jan-2020. The most recent information was received on 31-oct-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, pelvic pain and abdominal pain on (B)(6) 2020, right lower quadrant pain and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3426 days after essure insertion, she experienced embedded device (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus") and device dislocation ("migration of the essure on both sides"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy,cystoscopy). At the time of the report, the outcomes for embedded device and device expulsion were unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Computerised tomogram] on (B)(6) 2020: showed her essure was in the wrong location & showed a ovary cyst also having migraine headaches [ultrasound scan] on (B)(6) 2022: possible rov enlargement with possible cyst concern on the CT scan for ovarian torsion she is considering l/s rso vs l/s bso. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: device migration event added,reporter and patient information,medical history,lab data,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092218) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), 9 years 4 months after insertion of essure. On an unknown date, the patient experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint this case was initially received via regulatory authority (FDA, reference number: mw5092218) on 27-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), 9 years 4 months after insertion of essure. On an unknown date, the patient experienced device expulsion ("one essure coil was misplaced, expelled from my fallopian tube and embedded in my uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.